Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument associated with this event, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8 mm fenestrated bipolar forceps instrument had a chip in the plastic at the tip. No fragment fell into the patient. There was no report of patient harm due to this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the monopolar yaw pulley at the distal end. Material appeared to have burnt off from the charring that occurred near the distal end. The conductor wire was not broken. The instrument passed the electrical continuity test. Components adjacent to the yaw pulley do not show thermal damage. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.